Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, lens had a scratch. Additional information has been received that lens was removed and replaced with replacement lens. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).